Manufacturer narrative:
(B)(4). This event is still under investigation. The follow-up report will be sent by (B)(4) 2011.

Event description:
The customer reported the "elbow" of the suspended ceiling lead shield was shattered.